Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date. During the procedure, there were connection issues. The procedure was successfully completed with the same motor drive unit with no adverse patient consequences.

Manufacturer narrative:
Damage to drive connector or coupling.conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation, will be submitted in a supplemental 3500a form.

Manufacturer narrative:
Date sent to the FDA: 08/26/2009the actual device involved in this event was returned for evaluation. The evaluation confirmed the reported symptom with the plastic cpc connector.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.